Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation of the air/water nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Additionally, it was observed that the forceps channel had a scratch due to interference with a brush or due to treatment of the device. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that water tightness was lost due to damage on the up and down knob. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that there was a flare on the image due to a chip on the objective lens. It was also observed that the control unit had corrosion due to water leakage caused by water invasion in the device. It was observed that the paint on the suction cylinder was peeled due to deterioration caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: control unit, right and left knob, up and down knob, lock engagement lever, lock engagement knob, switch box, plastic distal end cover, connecting tube, scope connecting cover, scope connector, universal cord, grip and on the scope cover. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the customer delayed the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the customer submerged the endoscope in cleaning fluid. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera colonovideoscope has a forceps channel and angulation failure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.